Event description:
It was reported that the pt suddenly hears loud noises, like a rubber band being snapped against a paper and other noises. Pt is very frustrated with her performance level.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.